Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported the patient was discharged from the hospital, antibiotics treatment discontinued and recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was due to change in caretaker. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized for the events and remains hospitalized. From the same day as peritonitis diagnosis and ongoing, the patient was treated with vancomycin injection (1gm, every 3 days, intraperitoneal) and amikacin injection (150mg, twice a day, intravenous) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.